Event description:
It was reported the speedstitch magnumwire suture cartridge ejected from the speedstitch suturing device handle intra-operative. It is not known whether or not the cartridge fell into the surgical site. The facility indicated the issue was leading to surgical delays (less than 30 minutes). The procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided. Reference manufacturer reports: 9019871-2012-00189.